Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the rear therapy pads. The rash was described as "broken out and oozing" it was also reported later that the rash was bleeding. The patient did not seek medical attention for the irritation. Follow-up indicated that the rash was not improving. The patient's medical outcome is unknown.